Event description:
The user facility reported a 52-year-old female post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. During insertion of the impella 5.5, the left ventricle was perforated. The issue was repaired with sutures. The patient expired the following day. The field service representative confirmed there is no indication that the cause of death had anything to do with the impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, wireless insertion was made since 5.5 was accessed with direct surgical artery and during insertion of 5.5 the left ventricle was perforated. No data logs were returned for review. The cause of the ventricular perforation issue was most likely use related per clinical.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.